Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted that the lead returned with stylet in lead and helix retracted. The helix was found stuck. Laboratory analysis was unable to confirm the reported field observation of high pacing thresholds and pocket stimulation. The lead passed testing.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right ventricular (rv) lead exhibited high pacing thresholds and pocket stimulation. The rv lead was attempted to be revised, but the helix exhibited retraction issues. The lead was explanted. No additional adverse patient effects were reported.